Event description:
The customer reported that the intra-aortic balloon pump (iabp) had a helium leak. A helium leak occurred on this iabp on (B)(6)2017. (B)(4) as well. The circumstances under which the event occurred are unknown. However, there was no information regarding patient involvement provided. There was no adverse event reported.

Manufacturer narrative:
07/25/2017 03:28 pm (gmt-4:00) added by (B)(6): the production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. On the service order provided in relation to this reported event the serial number listed was incorrect. The report has been updated to show the correct serial number which is (B)(4).

Event description:
The customer reported that the intra-aortic balloon pump (iabp) had a helium leak. A helium leak occurred on this iabp on (B)(4)2017 as well. The circumstances under which the event occurred are unknown. However, there was no information regarding patient involvement provided. There was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6).

Event description:
The customer reported that the intra-aortic balloon pump (iabp) had a helium leak. A helium leak occurred on this iabp on (B)(6) 2017 (B)(4), as well. The circumstances under which the event occurred are unknown. However, there was no information regarding patient involvement provided. There was no adverse event reported.